Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's drive support cap was loose. The customer pressed down the button and over-delivered insulin. The customer stated that he had a near-death experience due to hypoglycemia. He treated with a cup of sugar. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis.